Event description:
As reported by the field clinical specialist (fcs), approximately 3 years, 2 months, and 10 days post-implant of a 23 mm sapien 3 ultra valve in the aortic position, the most recent CT scan showed the patient has severe aortic stenosis. The patient was admitted one day prior to the tte after experiencing chest pain, lightheadedness, and syncope. They were also found to be anemic. The patient had the work-up for the anemia while hospitalized. The tte noted above was prior to intervention and showed a mean gradient of 39mmhg with an aortic valve area (ava) of 1.28cm2. A valve in valve was completed successfully using another 23mm sapien 3 ultra resilia. Pre and post dilation was done with a 22mm true balloon. Post gradient was still 10mmhg by cath and 23 by tte and mild paravalvular leak (pvl).

Manufacturer narrative:
The investigation is ongoing.